Manufacturer narrative:
(B)(4). Date sent: 7/20/2021. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable. Additional information received: the company has been dismissed from this litigation with no adverse findings. It was determined that the stapling device utilized in surgery was not an ethicon device. H1: MDR decision: not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that received notice of litigation which states patient underwent surgery to remove a gastrostomy tube that had been in place for 15 years. Pleading further alleges the stoma site failed to heal and the patient underwent surgery ¿to close the persistent gastrocutaneous fistula¿ and the surgeon used either an endo gia stapler (covidien) or unknown ethicon stapler that did not ¿properly deploy staples.¿ the pleading alleges the surgeon did not properly check the staple line and the patient¿s stomach ¿opened post operatively and stomach contents emptied into her abdominal cavity causing infection, sepsis and ultimately her death¿ on (B)(6) 2017."